Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # justification: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was evaluated by a zoll field service technician at the customer's facility. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. A review of the device activity logs did not show any evidence of the device failing self-test. The device was returned to service. No trend is associated with reports of this type.